Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00343, 3005168196-2021-00344, 3005168196-2021-00345.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) using penumbra coils 400 (pc400s), a reused px slim delivery microcatheter (px slim) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing a pc400 (32mm x 60cm) through a reused px slim, the physician experienced resistance and subsequently the pc400 unintentionally detached inside the px slim. Therefore, the detached pc400 was removed using a balloon catheter and the physician also removed the px slim. Next, the physician placed another pc400 in the target location successfully using a new px slim. Next, while advancing another pc400 (28mm x 60cm) to the target location, the physician experienced resistance and subsequently, the pc400 unintentionally detached with half of the pc400 in the target location and the other half of the pc400 in the px slim. The physician was unable to remove the detached pc400 due to the pc400 being tangled with the previous placed pc400. Therefore, the detached pc400 was left in the patient¿s vessel. Afterwards, while advancing another pc400 (24mm x 57cm) to the target location, the pc400 stretched. Subsequently, the pc400 unintentionally detached in the aneurysm and was left in the patient¿s vessel. Then, while advancing another pc400 (18mm x 57cm) to the parent vessel occlusion, the physician experienced resistance. Subsequently, the pc400 unintentionally detached outside the target vessel and was left in the patient¿s vessel. The procedure was completed using another pc400, the same px slim, and the same neuron max without any issues and good closure was achieved from the arterial side. There was no report of an adverse effect to the patient. It was also reported that the patient suffered a cardiac arrest and expired on (B)(6) 2021.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed a detached embolization coil. Further evaluation revealed that the pusher assembly was fractured, and the proximal fractured segment along with the pull wire were not returned for evaluation. If the pc400 is manipulated at extreme angles during use, damage such a kinked and fractured pusher assembly may occur. If the pusher assembly fractures, the embolization coil will likely detach. Further evaluation also revealed additional pusher assembly kinks and offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-00343. 2. 3005168196-2021-00344. 3. 3005168196-2021-00345.